Event description:
It can be confirmed the sling was attached to the hoist, but the resident was placed back in bed because the band was loose. (B)(4).

Manufacturer narrative:
The hoist according to the incident report looks neat and works well on a battery. The sling is only the inner knowledge, the (B)(4). This is an active link with three clips on each side. The sling was returned for evaluation. One of the clips has a fracture, but all clips display more or less severe wear phenomena. Tests show the clips easily become detached. The sling was produced in 2004 and is years beyond its useful life. According to the incident report, the clips of the sling were not checked before the transfer took place. From previous test reports and complaints, a fracture as found on the broken clips is not caused by normal use but by a mechanical force beyond the normal use (for example during washing and drying of the sling). That being said, the sling would have come off just as easily with or without fracture, given the degree of wear on the clips. The use instructions that come with the sling clearly indicate that the sling should be checked for any signs of wear. The root cause of the problem appears to be that the sling is worn and should have been decommissioned. This was normally to be determined by the user in control of the use. The clips are so worn that they no longer tightly clip onto the yoke. Corrective actions: the sling from the complaint has been permanently decommissioned. The manufacturer strongly recommends that the rep is to use the instructions of the sling, and the policies of the argo slings used to always watch.